Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1,200 mg/dl with an unknown cause. The customer attempted to address the high bg with boluses. Additionally, the customer went to the emergency room (ER) and was admitted to the hospital where IV insulin and fluids were administered to lower bg. The customer was released from the hospital on (B)(6) 2019 and is still experiencing tingling and some numbness in their extremities. The customer was instructed to consult with the healthcare provider regarding the tingling and numbness.